Event description:
In 2000 a pt had a medtronic synchromed el programmable pump implanted for complaints of intractable low back pain, post-laminectomy syndrome. The pump was programmed on a minimal dose because the pt had apniec episodes in the postoperative period. At 9 days postoperative, the pump was reprogrammed with a slightly higher, though still low dosage. Two months later, the pump was checked and was found to have infused essentially zero medication. Thought to be a possible pump malfunction or clerical error recording the original time of pump filling. The pump was filed with normal saline at this time for recheck in one week. One month later, the pump was rechecked and thought to be functioning properly. It was refilled with medication. Four months later, the pump was reprogrammed and the medications were changed for better pain control. Three months later, the pt passed out at home after a refill of the pump. Admitted to another hosp for a short stay, then released. A second admission occurred shortly thereafter for lethargy. The pt was again admitted with low blood pressure and decreased responsiveness, then transferred to the hosp. The pump was rechecked and appeared to functioning properly. Pt had renal failure and was on dialysis. The pt recovered from this event. The pump was again filled with saline. A month later, the pump was reprogrammed, but only saline was used. One month later, the pump was explanted.